Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be duplicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(6). (Hcp, rep): medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the site registered on a computed tomography (CT), but when navigating, the magnetic resonance imaging (MRI) showed five millimeters deep. Technical services (ts) recommended re-merging the exams. The physician assistant (pa) confirmed merge accuracy, however when the site went to navigate, there was still inaccuracy, but it was slightly more accurate than before. The surgeon completed the procedure with the use of the navigation system accounting for the inaccuracy. This issue occurred intraoperatively and caused a 30-minute delay. There was no reported impact on patient outcome.